Event description:
Placement of epidural in progress on patient in active labor. Unable to obtain adequate quality electronic fetal monitor tracing via external mode. Phantom signal overriding true external fetal heart rate signal. Multiple changes of external ultrasound transducer were performed with no improvement of signal. Applied internal fse. Three days after the event, a clinical engineering technician preformed the following tests on the monitor (in the room where the event occurred), mecg, fecg, ultrasound, fetal movement detection and uterine activity, as listed in the service manual pages; page 4-24 to page 4-36. All tests passed and a copy of the strip chart recording was left on the fetal monitor. However, there was a noticeable interference noise occurring every 8 seconds and lasting about 1/2 a second. Three fetal monitors were tested with the same consistent problem observed. The electricity outlets were checked with a polarity tester, and they were found to be ok. The next day, unit staff indicated that no interference was observed, however the problem has occurred in other patient rooms. As this seems to be an intermittent issue, clinical engineering will be paged when the problem is observed again so a live assessment can be made. The manufacturer has been informed of the issue.